Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness due to inaccurate readings, but no specific cgm nor blood glucose reading was reported. Based on the story of the patient it is understood that the patient lost consciousness due to a hypoglycemic event. The patient was at a funeral at that moment and their sister called an ambulance. When the patient regained consciousness, they had an intravenous drip connected to their arm. The patient recovered at the site and declined to go to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.